Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that over the last month the patient had developed a leakage that they didn't have any control over. The patient stated they went on a cruise and they were asked to go through the security gates and the patient did. The patient stated the leaking started after going through the security gate. The patient was asked if they had tried connecting to their implant to check the status, but the patient stated they had not. The patient mentioned they had not charged their communicator in over six years because they had never needed. The patient stated when they unplugged the communicator they did not see any lights on it. The patient was advised to charge their communicator and handset for at least overnight to ensure the device was not functioning. As a result of the patient never charging the device, a replacement communicator was requested to be sent out. The patient would call back for assistance with connecting and checking on the implant.

Event description:
Additional information was received from the patient. They discussed the leakage with their urologist who suggested looking at their bladder. They didn't see any obvious blockage. They will test further. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.